Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The imaging showed that there was a 3-4mm leak on the posterior/lateral side of the closure device. No intervention or treatment was performed at this time. The patient did not experience any complications from this event. Ten (10) months post procedure the decision was made to plug the leak. Non-bsc coils and a non-bsc plug were placed in the patient sealing the leak that was present. The patient did not experience any complications from this event.